Event description:
Information was received indicating that there were discrepancies between the indicated remaining volume on this cadd legacy plus pump and actually remaining volume. No adverse effects reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis in a good condition. Event log history was performed, and no evidence existed in the event log to confirm customer's reported complaint. During analysis, the reported problem was able to be duplicated. Accuracy testing identified under-delivery on two of three iterations of the test. It was noted that the expusor of the unit was worn out. Service will replace the expulsor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.